Event description:
Customer states: during use, a doctor noticed the leakage from the pilot balloon. No additional information was provided and no confirmation if replacement of the tube was required however, the customer did report no pt harm reported.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Manufacturer narrative:
One sample of a shiley pediatric tracheostomy tube was received for evaluation. Visual inspection was performed, and it was observed that all the components were assembled properly in the tube. Inflation/deflation tests were performed by using a 7cc syringe of air applied to the cuff. It was observed that the inflation system worked properly, as the sample was left inflated 24 hours according to process instructions, and no deflation was observed. Additionally, the cuff inflation line and pvt valve were submerged into a container filled with water, and no leaks were observed. The reported customer leak malfunction was not confirmed. (B)(4).